Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing during an atrial fibrillation (af) episode which conducted rapidly with a change in qrs morphology. Technical services was contacted for troubleshooting options and recommended to try and reproduce the change in morphology during exercise. It was noted that the plan is to perform an atrial fibrillation (af) ablation. At this time, the electrode remains in service. No adverse patient effects were reported.